Event description:
It was reported that the patient had difficulty charging the ipg and had to charge the ipg frequently. It was also reported that the patient was experiencing increased low back pain. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg will not be returned per hospital policy.